Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. (B)(4).

Manufacturer narrative:
This follow up report is being filed to relay product evaluation results and additional information. (B)(4). Review of manufacturing history revealed no evidence of product nonconformance. During the examination, wear was noted on the femoral head that is indicative of edge loading or subluxation. Also noted were scratches at the rim of the cup. The most likely root cause of the damage to the head and cup is malpositioning or joint laxity. There are warnings in the package insert about these types of events. Under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 3 mdrs filed for the same patient (reference 3002806535-2016-00641 / 00643). Requested, but not yet received.

Event description:
Patient was revised approximately six years post-implantation due to pain and dislocation. All components were removed and replaced.